Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited noise oversensing on the right ventricular (rv) channel likely due to electromagnetic interference (emi) from a medical procedure. No adverse patient effects were reported. This device remains in service.